Manufacturer narrative:
Device evaluation summary: the stent was positioned between the markerbands but not meeting specifications due to deformation of the proximal wraps. Deformation was evident to the 26th distal stent wraps with struts raised. Misalignment of stent struts was evident to the 17th distal stent wrap. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a moderately tortuous, moderately calcified lesion located in the proximal circumflex (cx) artery. It was reported that stent deformation occurred in vivo during positioning/advancement. It was stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient was reported to be alive with no injury.